Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 6 to 7 cm malignant stricture. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement.during the procedure, the physician attempted to deploy the stent; however, the stent would not open properly. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex esophageal stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An ultraflex¿ esophageal ng stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 62mm. The deployment suture was wrapped around the device but was able to be unwrapped during analysis and the remainder of the stent was deployed without issue using the pullring. The stent did not fully expand due to solidified blood. The stent was soaked in a water bath at a temperature of 37 degrees to soften the solidified blood. The stent then expanded without issue. An examination of the stent suture and crochet identified no issues. The suture lumen was inspected and no issues were noted. The distal end of the catheter was kinked, which is damage that is consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident; the device was returned partially deployed. The cause of the noted device defect was most likely due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 6 to 7 cm malignant stricture. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician attempted to deploy the stent; however, the stent would not open properly. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.